Event description:
It was alleged that while cauterizing, the wrists of two permanent hook cautery instruments became "leaky". The instruments were removed and replaced with another to continue the case to completion. No patient harm, adverse outcome or injury was reported.